Manufacturer narrative:
Livanova deutschland requested the device back for investigation. The unit has been tested and no deviations have been detected. The device worked within specifications.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). Livanova (B)(4) initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 gas blender system alarmed due to air not having a stable value during procedure. There was no report of patient injury.